Event description:
I had left total hip replacement on (B)(6) 2003, receiving the acetabulum depuy pinnacle, 54 mm outside diameter, 36 mm inside diameter, femoral component is joint medical products, 11x16 with a 16 b small ztt sleeve. Neck was 36 +6 lateral offset and a 36 head with a +3 morse taper. I had a right total hip replacement on (B)(6) 2006, receiving an acetabular depuy pinnacle 52 mm outside, 36 mm inside diameter metal-on-metal. Femoral component was a medico products 11/16. Neck was a 36 +6 lateral offset. Head was a 36 with a 0 morris taper. Within one yr, I experienced pain and instability in the right hip replacement, which felt like it was coming out of the socket. I was subsequently diagnosed with failed right total hip replacement due to metallosis and pseudo-tumor formation and osteolysis. Reason for use: left hip osteoarthritis and right hip osteoarthritis. Physical therapy.